Event description:
It was reported that the right atrial (ra) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed and no anomalies were found. It was noted that all of the conductors were stretched, the outer insulation was pulled apart due to overstress, the inner insulation was torn, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism, the lead was stretched and there was apparent explant damage. It was visually noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. Nothing was observed within the lead that could be associated with the electrical complaint.